Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to multiple blockages. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with manual syringes. The patient was admitted in the hospital for more than twenty four hours. No further information available.